Manufacturer narrative:
Manufacturer investigation conclusion: a specific cause for the reported event, and a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be established through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2012. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding, stroke, infection (local, driveline or pump pocket infection) and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2020 for treatment of a staphylococcus epidermis infection which began on (B)(6) 2020. While admitted, the patient developed a large right intraparenchymal bleed and was observed having a seizure in the computed tomography scanner, which required a transfer to the intensive care unit. After consulting the neurosurgery department, the patient was intubated and given an external ventricular drain system. The patient experienced a massive expansion of the multicompartmental hemorrhage, and the neurosurgery team reported that further neurosurgical intervention would be futile. The patient received transfusions as needed to treat anemia. The patient remained unresponsive to verbal and painful stimuli. His pupils developed reactivity bilaterally and he also developed a left corneal response. The external ventricular drain was removed and was clotted with blood and unable to be flushed. Long term monitoring was placed on the patient to evaluate for non-clinical seizure activity, which also demonstrated generalized slowing. The patient remained hemodynamically stable through this time period. The infectious diseases department was consulted, and the patient's staphylococcus epidermis infection was treated with vancomycin therapy. On (B)(6) 2020, the patient withdrew intermittently to painful stimuli, but continued to have a right-sided dysconjugate gaze and intermittent left corneal reflex. The family elected to withdraw care on (B)(6) 2020. The patient's implantable cardioverter-defibrillator therapy was turned off, and the pacing device was set to 410 beats per minute. The patient passed away at 14:00. The pump was not returned for analysis.